Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an exposed orange (lead 2-) wire in the ECG c and d cable. The root cause for the exposed wire could not be positively identified. No adverse event resulted from the exposed wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the ecgs were non-functional.